Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported, he was hospitalized for a non diabetes related event. Customer stated, the hospital staff removed the insulin pump to treat his blood glucose. While in the hospital customer was given lantus and advised not to put her insulin pump back on for 24 hours. That afternoon customer reconnected the device and later her blood glucose dropped due to stacking of insulin. The paramedics arrived and blood glucose level was at 12 mg/dl. They treated the and removed the insulin pump again. Nothing further reported.